Event description:
Tampon broke apart while removing, retained [foreign body in reproductive tract]. Tampon broke apart [device breakage]. Tampon broke apart while removing [complication of device removal]. Consumer reported via rr that the tampon broke apart while removing. No serious injury was reported. There is insufficient information to perform a product investigation.